Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the communicator was touching the skin at the time that the patient felt shocking. However, the issue had been resolved and the patient no longer felt a 'shock' when turning on the stimulation and the issue had not recurred. The cause was unknown, the patient had not had the sensation since the post-op day 1. The patient had been able to successfully connect and adjust their therapy since their appointment. Standard protocol for turning on stimulation resolved the patient not feeling the simulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that yesterday, the rep had assisted with the patient's full implant. At the office the rep and healthcare professional (hcp) were able to interrogate the ins. The patient was set up in recovery with program 3 at 0.1 v and sent home. While assisting the patient over the phone using the communicator and the smart programmer, the patient was instructed to place the communicator over the incision. As soon as they hit 'find device' on the programmer the patient screamed in pain and felt pain in their vagina. The patient was not able to connect to their ins after trying a few more times. They put the devices down and had the patient determine if they could feel anything. The patient did not feel therapy. The patient also described this as a 'strong shock' for a brief second when they touched 'find device' while the communicator was placed over the incision pocket site. The sensation was felt in the regular stimulation area. They only felt it when pressing 'find device', but the programmer never found the device. The patient tried again this morning while speaking with the rep, the patient reported that pressing 'find device' no longer caused pain or issues with 'shock', but they still could not connect to their device. They were unable to make an adjustments to their therapy.